Manufacturer narrative:
Product event summary #s7 difficulty loading disc. Analysis found that there was an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cranial resection procedure. The issue was noted pre-operatively during patient selection/scan acquisition. There was no reported delay in surgery as there was no patient present at the time of the event. It was reported that the healthcare provider was attempting to load the disc and selected standard, but the image did not transfer. The healthcare provider used unstructured alternate module and the exam loaded fine.